Event description:
I have two very large cracks in my teeth (2 separate teeth) after invisalign treatment. I haven't had a problem prior. These cracks are across the whole teeth and reach the gum line.